Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the tip of the metal corewire by approximately 4.5cm. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. The complaint is consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket was advanced into the common bile duct over the guidewire to retrieve the calculus. Upon withdrawal, the physician noticed that the hydrophilic tip had detached exposing the tip of the metal corewire. A balloon was used to retrieved the calculus and the detached tip thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket was advanced into the common bile duct over the guidewire to retrieve the calculus. Upon withdrawal, the physician noticed that the hydrophilic tip had detached exposing the tip of the metal corewire. A balloon was used to retrieved the calculus and the detached tip thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.